Manufacturer narrative:
A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. Additional examination under magnification revealed that the pattern on the tip face was consistent with minor, normal degradation. There were no signs of damage or other imperfections noted along the laser fiber¿s body. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, indicating that the fiber is broken within the connector. A broken connector would result in the redirection of energy that could result in an overheated connector, the condition of the returned device confirms the reported event. The black strain relief boot was not present and appeared torn off from the device. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device . A review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy and cystoscopy with laser lithotripsy in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis powersuite 100. According to the complainant, during the procedure and outside the patient, the laser fiber would not work. The laser fiber was disconnected from the laser unit and it was noted that the connector overheated. There was no injury to the operator and the procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy and cystoscopy with laser lithotripsy in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis powersuite 100. According to the complainant, during the procedure and outside the patient, the laser fiber would not work. The laser fiber was disconnected from the laser unit and it was noted that the connector overheated. There was no injury to the operator and the procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.